Event description:
It is alleged that a small piece broke off the side of the electrocautery/scalpel tip. It was reported that the tip was removed from the patient without any incident. No other info is available at this time.